Manufacturer narrative:
No devices or photos were received since the device was discarded; therefore the condition of the product is unknown. Review of device history records was performed with no issues identified. This device is used for treatment. There are no previous complaints for this product part/lot combination. The reported event cannot be confirmed and a definitive root cause cannot be identified.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a.(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the adapter did not seal as expected with the bone cement canister.